Event description:
Reporter initially noted 25g illuminator probe tip fell off during procedure. Add'l info received 8 days later noted incision was enlarged to remove the tip. Stated there was no apparent pt injury to date.